Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the event log showed alert 01 (patient line open) and alert 02 (low flow) on the arctic sun device. Patient had 3 arctic gel pads in place. One pad was removed during recent operating room (or) visit. Mss had the nurse empty, disconnect the pads and fluid delivery line (fdl). When therapy was restarted, flow rate was 0.9lpm and then stopped. Mss had the nurse change device to manual mode and maximum flow rate was 1lpm. When un automatic mode, flow rate was 0.8lpm to 1lpm and then stopped. Nurse changed the device and flow rate was still 0.8lpm and then stopped. Nurse would change the pads and call back if the issue were not fixed.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "incorrect machine set up/ incorrect parameters". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The product catalog number and the lot number for this device are unknown. Therefore, the device history record could not be reviewed, and bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the event log showed alert 01 (patient line open) and alert 02 (low flow) on the arctic sun device. Patient had 3 arctic gel pads in place. One pad was removed during recent operating room (or) visit. Mss had the nurse empty, disconnect the pads and fluid delivery line (fdl). When therapy was restarted, flow rate was 0.9lpm and then stopped. Mss had the nurse change device to manual mode and maximum flow rate was 1lpm. When un automatic mode, flow rate was 0.8lpm to 1lpm and then stopped. Nurse changed the device and flow rate was still 0.8lpm and then stopped. Nurse would change the pads and call back if the issue were not fixed.